Manufacturer narrative:
Multiple attempts have been made to try and rerieve further event information with no customer response. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient has been experiencing evaluated bg's. Reporter is not with patient at the moment.